Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output and was explanted.

Manufacturer narrative:
Event conclusion: the ipg was explanted and returned to cpi for analysis. Upon returned the no output condition was noted. The cause of the not output was excessive non pacing or operating current within the device that resulted in battery depletion. The ipg was implanted for 47.2 months, longevity at normal parameters is 42 months.